Event description:
It was reported via a maude adverse event report that the intra-aortic balloon pump (iabp) would not run on battery power when transferring a pt. The machine was moved from outside of the room where it is stored and had not been connected to an electrical outlet while dormant. The iabp was moved into the cath lab and connected to the electrical outlet and to the pt and functioned well. When the iabp was unplugged to transport the pt to an ambulance, it would not function. Once inside of the ambulance, it was given electrical support and worked again. The pt outcome is not known.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.